Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a defective/faulty scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The olympus technical assistance center (tac) provided the olympus representative with troubleshooting steps. The representative then found out that the issue was with the scope, not the subject device, and that the customer swapped the scope out to finish the procedure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported at the beginning of an unspecified procedure, a b30 (scope communication error) occurred on the evis exera iii video system center. The intended procedure was completed by using a similar associated scope. There was a delay of few minutes. There were no reports of patient harm associated with this event.